Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow-up, a nurse reported that the blood leak occurred after 90 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialyzer. The blood leak was described as being an internal blood leak. The fresenius 2008t machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The device is available to return to the manufacturer for evaluation.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow-up, a nurse reported that the blood leak occurred after 90 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialyzer. The blood leak was described as being an internal blood leak. The fresenius 2008t machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: a sample was returned from the reported lot number for evaluation. A sample was returned from the reported lot for evaluation. During gross visual examination, a kinked and looped fiber was observed at approximately 210°, with the ports at 0°, on the cavity ID end. After disassembly of the dialyzer, it was noted that one end of kinked and looped fiber was not potted. There was no other damage or irregularities noted on the returned sample. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.